Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain"), oesophageal rupture ("boerhaave syndrome immediately after hysterectomy"), genital haemorrhage ("heavy bleeding"), kidney infection ("kidney infection"), the second episode of autonomic nervous system imbalance ("autonomic nervous system"), neuropathy peripheral ("peripheral neuropathy"), lymphadenopathy ("lymphadenopathy"), postural orthostatic tachycardia syndrome ("hyper andrenic postural orthostatic tachycardia syndrome"), mast cell activation syndrome ("mast cell activation disorder"), salpingitis ("my fallopian tubes showed damage and I had chronic inflammation at the time of removal"), ehlers-danlos syndrome ("worsened ehlers-danlos syndrome") and adrenal insufficiency ("idiopathic adrenal insufficiency / autoimmune adrenal insufficiency ") in a (B)(6)-year-old female patient who had essure (batch no. (B)(4)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3 (date of births: (B)(6)), pre-eclampsia, hyperemesis gravidarum and premature birth. Previously administered products included for an unreported indication: paragard from 2007 to 2009. Past adverse reactions to the above products included pregnancy with contraceptive device with paragard. Concomitant products included aldioxa (ascomp) in (B)(6) 2017, alprazolam in (B)(6) 2011, amlodipine in 2010, baclofen in (B)(6) 2017, breo ellipta in (B)(6) 2016, carbamazepine in (B)(6) 2017, cetirizine hydrochloride (zyrtec) in 2010, codeine phosphate (codein) in (B)(6) 2017, colecalciferol (vitamin d) in (B)(6) 2011, diphenhydramine hydrochloride (benadryl) in (B)(6) 2016, fludrocortisone acetate (florinef) in 2010, hydrocortisone in (B)(6) 2012, hydroxyzine in 2010, ibuprofen in 2010, lisdexamfetamine mesilate (vyvanse) in (B)(6) 2013, lisinopril in (B)(6) 2017, metoprolol in 2010, montelukast (singulair) in 2010, montelukast in (B)(6) 2016, nitrofurantoin in (B)(6) 2017, ondansetron (zofran) in (B)(6) 2017, oxycodone in (B)(6) 2015, prochlorperazine in (B)(6) 2017, promethazine (phenergan) in 2010, promethazine in (B)(6) 2012, salbutamol (albuterol) in (B)(6) 2016, triamcinolone acetonide (kenalog) in 2010 and vitamin b12 (cyanocobalamin and analogues) in (B)(6) 2015. In 2010, 101 days before insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), abdominal pain lower ("severe and persistent cramps"), menstruation irregular ("irregular menstrual cycles"), pelvic discomfort ("had pressure in my pelvic region"), dyspareunia ("sexual intercourse was very painful"), cystitis ("bladder infection") and abdominal distension ("bloating"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain ("chronic abdomen pain (burning, stabbing)"), back pain ("chronic back pain (aches, deep, sharp pain)"), chest pain ("chest pain (burning)"), bladder spasm ("bladder spasm (tight, cramping)"), bladder pain ("bladder pain (burning, aching)"), migraine ("head (migraines, pounding)") and abdominal pain upper ("stomach pain"). In 2012, the patient experienced weight decreased ("weight loss"), fatigue ("fatigue"), rash ("rashes"), urticaria ("hives"), blood pressure abnormal ("blood pressure problems"), nausea ("nauseous"), vomiting ("vomiting") and diarrhoea ("diarrhea"). In 2013, the patient experienced the first episode of autonomic nervous system imbalance ("dysautonomia"), postural orthostatic tachycardia syndrome (seriousness criterion medically significant), mast cell activation syndrome (seriousness criterion medically significant), adrenal insufficiency (seriousness criterion medically significant), dyshidrotic eczema ("dyshidrotic eczema"), postprandial hypoglycaemia ("reactive hypoglycemia") and renal pain ("adrenal pain (burning, stabbing)"). In 2014, the patient experienced oesophageal rupture (seriousness criterion hospitalization), adenomyosis ("adenomyosis symptoms / severe adenomyosis") and cervicitis ("chronic cervicitis"). On an unknown date, the patient experienced the second episode of autonomic nervous system imbalance (seriousness criterion medically significant), neuropathy peripheral (seriousness criterion medically significant), lymphadenopathy (seriousness criterion medically significant), salpingitis (seriousness criterion medically significant) with genital injury, ehlers-danlos syndrome (seriousness criterion medically significant), injury ("severe and permanent injuries"), anaemia ("chronic anemia"), bladder disorder ("bladder issues within the first week of implantation"), micturition urgency ("urinary urgency"), urinary retention ("urinary retention"), cystitis interstitial ("interstitial cystitis"), cystitis ulcerative ("ulcerative cystitis"), thyroiditis ("thyroiditis"), allergy to metals ("nickel allergy / hypersensitivity reaction to nickel or any other component of essure"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions") and polycystic ovaries ("worsened polycystic ovarian"). The patient was hospitalized for 18 days. The patient was treated with antibiotics and surgery (total hysterectomy on (B)(6)2017 with essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, oesophageal rupture, genital haemorrhage, kidney infection, the last episode of autonomic nervous system imbalance, neuropathy peripheral, lymphadenopathy, postural orthostatic tachycardia syndrome, mast cell activation syndrome, salpingitis, ehlers-danlos syndrome, adrenal insufficiency, injury, pain, menstruation irregular, anaemia, pelvic discomfort, dyspareunia, bladder disorder, micturition urgency, urinary retention, cystitis interstitial, cystitis ulcerative, cystitis, adenomyosis, weight decreased, cervicitis, abdominal distension, fatigue, rash, urticaria, blood pressure abnormal, nausea, vomiting, diarrhoea, thyroiditis, dyshidrotic eczema, postprandial hypoglycaemia, allergy to metals, abdominal pain, back pain, chest pain, renal pain, bladder spasm, bladder pain, migraine, abdominal pain upper, mental disorder and polycystic ovaries outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, adenomyosis, adrenal insufficiency, allergy to metals, anaemia, back pain, bladder disorder, bladder pain, bladder spasm, blood pressure abnormal, cervicitis, chest pain, cystitis, cystitis interstitial, cystitis ulcerative, diarrhoea, dyshidrotic eczema, dyspareunia, ehlers-danlos syndrome, fatigue, genital haemorrhage, injury, kidney infection, lymphadenopathy, mast cell activation syndrome, menstruation irregular, mental disorder, micturition urgency, migraine, nausea, neuropathy peripheral, oesophageal rupture, pain, pelvic discomfort, polycystic ovaries, postprandial hypoglycaemia, postural orthostatic tachycardia syndrome, rash, renal pain, salpingitis, thyroiditis, urinary retention, urticaria, vomiting, weight decreased, the first episode of autonomic nervous system imbalance and the second episode of autonomic nervous system imbalance to be related to essure. The reporter commented: after removal the anemia, cramping, irregular menstrual cycles, adenomyosis symptoms, weight loss, chronic cervicitis, painful intercourse all started to get better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. (B)(6) 2010 - hsg. Most recent follow-up information incorporated above includes: on (B)(6) 2017: plaintiff fact sheet received- invalid case became valid with fup information. Lot number received. Patient historical condition, start and stop date of essure, concomitant medications and events added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(6) to bayer pharma (B)(4), (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain"), oesophageal rupture ("boerhaave syndrome immediately after hysterectomy"), genital haemorrhage ("heavy bleeding"), kidney infection ("kidney infection"), the second episode of autonomic nervous system imbalance ("autonomic nervous system"), neuropathy peripheral ("peripheral neuropathy"), lymphadenopathy ("lymphadenopathy"), postural orthostatic tachycardia syndrome ("hyper andrenic postural orthostatic tachycardia syndrome"), mast cell activation syndrome ("mast cell activation disorder"), salpingitis ("my fallopian tubes showed damage and I had chronic inflammation at the time of removal"), ehlers-danlos syndrome ("worsened ehlers-oanlos syndrome"), addison's disease ("idiopathic adrenal insufficiency / autoimmune adrenal insufficiency"), pneumomediastinum ("pneumomediastinum") and pneumothorax spontaneous ("pneumothorax spontaneous") in a 28-year-old female patient who had essure (batch no. 731604) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3 (date of births: (B)(6) 2005, (B)(6) 2007, (B)(6) 2010), pre-eclampsia, hyperemesis gravidarum, premature birth and urinary retention. Previously administered products included for an unreported indication: paragard from 2007 to 2009. Past adverse reactions to the above products included pregnancy with contraceptive device with paragard. Concurrent conditions included menometrorrhagia, uterine bleeding, fatigue, polycystic ovarian syndrome, urinary urgency and cystitis interstitial. Concomitant products included aldioxa (ascomp) since (B)(6) 2017, alprazolam since (B)(6) 2011, amlodipine since 2010, baclofen since (B)(6) 2017, breo ellipta since (B)(6) 2016, carbamazepine since (B)(6) 2017, cetirizine hydrochloride (zyrtec) since 2010, codeine phosphate (codein) since (B)(6) 2017, colecalciferol (vitamin d) since (B)(6) 2011, diphenhydramine hydrochloride (benadryl) since (B)(6) 2016, fludrocortisone acetate (florinef) since 2010, hydrocortisone since july 2012, hydroxyzine since 2010, ibuprofen since 2010, lisdexamfetamine mesilate (vyvanse) since (B)(6) 2013, lisinopril since (B)(6) 2017, metoprolol since 2010, montelukast (singulair) since 2010, montelukast since (B)(6) 2016, nitrofurantoin since (B)(6) 2017, ondansetron (zofran) since (B)(6) 2017, oxycodone since (B)(6) 2015, prochlorperazine since (B)(6) 2017, promethazine (phenergan) since 2010, promethazine since (B)(6) 2012, salbutamol (albuterol) since (B)(6) 2016, triamcinolone acetonide (kenalog) since 2010 and vitamin b12 (cyanocobalamin and analogues) since (B)(6) 2015. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), abdominal pain lower ("severe and persistent cramps"), menstruation irregular ("irregular menstrual cycles"), pelvic discomfort ("had pressure in my pelvic region"), dyspareunia ("sexual intercourse was very painful"), cystitis ("bladder infection") and abdominal distension ("bloating"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 1 day after insertion of essure, the patient experienced abdominal pain ("chronic abdomen pain (burning, stabbing)"), back pain ("chronic back pain (aches, deep, sharp pain)"), chest pain ("chest pain (burning)"), bladder spasm ("bladder spasm (tight, cramping)"), bladder pain ("bladder pain (burning, aching)"), migraine ("head (migraines, pounding)") and abdominal pain upper ("stomach pain"). In 2012, the patient experienced weight decreased ("weight loss"), fatigue ("fatigue"), rash ("rashes"), urticaria ("hives"), blood pressure abnormal ("blood pressure problems"), nausea ("nauseous"), vomiting ("vomiting") and diarrhoea ("diarrhea"). In 2013, the patient experienced the first episode of autonomic nervous system imbalance ("dysautonomia"), postural orthostatic tachycardia syndrome (seriousness criterion medically significant), mast cell activation syndrome (seriousness criterion medically significant), addison's disease (seriousness criterion medically significant), dyshidrotic eczema ("dyshidrotic eczema"), postprandial hypoglycaemia ("reactive hypoglycemia") and renal pain ("adrenal pain (burning, stabbing)"). In 2014, the patient experienced oesophageal rupture (seriousness criterion hospitalization), adenomyosis ("adenomyosis symptoms / severe adenomyosis") and cervicitis ("chronic cervicitis"). On an unknown date, the patient experienced the second episode of autonomic nervous system imbalance (seriousness criterion medically significant), neuropathy peripheral (seriousness criterion medically significant), lymphadenopathy (seriousness criterion medically significant), salpingitis (seriousness criterion medically significant) with genital injury, ehlers-danlos syndrome (seriousness criterion medically significant), injury ("severe and permanent injuries"), anaemia ("chronic anemia"), bladder disorder ("bladder issues within the first week of implantation"), micturition urgency ("urinary urgency"), urinary retention ("urinary retention"), cystitis interstitial ("interstitial cystitis"), cystitis ulcerative ("ulcerative cystitis"), thyroiditis ("thyroiditis"), allergy to metals ("nickel allergy / hypersensitivity reaction to nickel or any other component of essure"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"), polycystic ovaries ("worsened polycystic ovarian"), pneumomediastinum (seriousness criteria hospitalization and medically significant), pneumothorax spontaneous (seriousness criteria hospitalization and medically significant) and anxiety ("almost died"). The patient was hospitalized for 18 days. The patient was treated with antibiotics and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, oesophageal rupture, genital haemorrhage, kidney infection, the last episode of autonomic nervous system imbalance, neuropathy peripheral, lymphadenopathy, postural orthostatic tachycardia syndrome, mast cell activation syndrome, salpingitis, ehlers-danlos syndrome, addison's disease, abdominal pain lower, injury, menstruation irregular, anaemia, pelvic discomfort, dyspareunia, bladder disorder, micturition urgency, urinary retention, cystitis interstitial, cystitis ulcerative, cystitis, adenomyosis, weight decreased, cervicitis, abdominal distension, fatigue, rash, urticaria, blood pressure abnormal, nausea, vomiting, diarrhoea, thyroiditis, dyshidrotic eczema, postprandial hypoglycaemia, allergy to metals, abdominal pain, back pain, chest pain, renal pain, bladder spasm, bladder pain, migraine, abdominal pain upper, mental disorder, polycystic ovaries, pneumomediastinum, pneumothorax spontaneous and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, addison's disease, adenomyosis, allergy to metals, anaemia, anxiety, back pain, bladder disorder, bladder pain, bladder spasm, blood pressure abnormal, cervicitis, chest pain, cystitis, cystitis interstitial, cystitis ulcerative, diarrhoea, dyshidrotic eczema, dyspareunia, ehlers-danlos syndrome, fatigue, genital haemorrhage, injury, kidney infection, lymphadenopathy, mast cell activation syndrome, menstruation irregular, mental disorder, micturition urgency, migraine, nausea, neuropathy peripheral, oesophageal rupture, pelvic discomfort, pelvic pain, pneumomediastinum, pneumothorax spontaneous, polycystic ovaries, postprandial hypoglycaemia, postural orthostatic tachycardia syndrome, rash, renal pain, salpingitis, thyroiditis, urinary retention, urticaria, vomiting, weight decreased, the first episode of autonomic nervous system imbalance and the second episode of autonomic nervous system imbalance to be related to essure. The reporter commented: after removal the anemia, cramping, irregular menstrual cycles, adenomyosis symptoms, weight loss, chronic cervicitis, painful intercourse all started to get better diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: tubal occlusion (B)(6) 2010 - hsg. Most recent follow-up information incorporated above includes: on 7-aug-2018: plaintiff fact sheet received. Events pneumomediastinum, spontaneous pneumothorax and anxiety were added. Historical & concomitant conditions drugs are added. Product , patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain"), oesophageal rupture ("boerhaave syndrome immediately after hysterectomy"), genital haemorrhage ("heavy bleeding"), kidney infection ("kidney infection"), the second episode of autonomic nervous system imbalance ("autonomic nervous system"), neuropathy peripheral ("peripheral neuropathy"), lymphadenopathy ("lymphadenopathy"), postural orthostatic tachycardia syndrome ("hyper andrenic postural orthostatic tachycardia syndrome"), mast cell activation syndrome ("mast cell activation disorder"), salpingitis ("my fallopian tubes showed damage and I had chronic inflammation at the time of removal"), ehlers-danlos syndrome ("worsened ehlers-oanlos syndrome") and addison's disease ("idiopathic adrenal insufficiency / autoimmune adrenal insufficiency") in a 28-year-old female patient who had essure (batch no. 731604) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3 (date of births: (B)(6) 2005, (B)(6) 2007, (B)(6) 2010), pre-eclampsia, hyperemesis gravidarum and premature birth. Previously administered products included for an unreported indication: paragard from 2007 to 2009. Past adverse reactions to the above products included pregnancy with contraceptive device with paragard. Concomitant products included aldioxa (ascomp) since (B)(6) 2017, alprazolam since (B)(6) 2011, amlodipine since 2010, baclofen since (B)(6) 2017, breo ellipta since (B)(6) 2016, carbamazepine since (B)(6) 2017, cetirizine hydrochloride (zyrtec) since 2010, codeine phosphate (codein) since april 2017, colecalciferol (vitamin d) since (B)(6) 2011, diphenhydramine hydrochloride (benadryl) since september 2016, fludrocortisone acetate (florinef) since 2010, hydrocortisone since (B)(6) 2012, hydroxyzine since 2010, ibuprofen since 2010, lisdexamfetamine mesilate (vyvanse) since (B)(6) 2013, lisinopril since (B)(6) 2017, metoprolol since 2010, montelukast (singulair) since 2010, montelukast since (B)(6) 2016, nitrofurantoin since (B)(6) 2017, ondansetron (zofran) since (B)(6) 2017, oxycodone since (B)(6) 2015, prochlorperazine since (B)(6) 2017, promethazine (phenergan) since 2010, promethazine since (B)(6) 2012, salbutamol (albuterol) since (B)(6) 2016, triamcinolone acetonide (kenalog) since 2010 and vitamin b12 (cyanocobalamin and analogues) since (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage and kidney infection (seriousness criterion medically significant), abdominal pain lower ("severe and persistent cramps"), menstruation irregular ("irregular menstrual cycles"), pelvic discomfort ("had pressure in my pelvic region"), dyspareunia ("sexual intercourse was very painful"), cystitis ("bladder infection") and abdominal distension ("bloating"). On (B)(6) 2010, 1 day after insertion of essure, the patient experienced abdominal pain ("chronic abdomen pain (burning, stabbing)"), back pain ("chronic back pain (aches, deep, sharp pain)"), chest pain ("chest pain (burning)"), bladder spasm ("bladder spasm (tight, cramping)"), bladder pain ("bladder pain (burning, aching)"), migraine ("head (migraines, pounding)") and abdominal pain upper ("stomach pain"). In 2012, the patient experienced weight decreased ("weight loss"), fatigue ("fatigue"), rash ("rashes"), urticaria ("hives"), blood pressure abnormal ("blood pressure problems"), nausea ("nauseous"), vomiting ("vomiting") and diarrhoea ("diarrhea"). In 2013, the patient experienced the first episode of autonomic nervous system imbalance ("dysautonomia"), postural orthostatic tachycardia syndrome (seriousness criterion medically significant), mast cell activation syndrome (seriousness criterion medically significant), addison's disease (seriousness criterion medically significant), dyshidrotic eczema ("dyshidrotic eczema"), postprandial hypoglycaemia ("reactive hypoglycemia") and renal pain ("adrenal pain (burning, stabbing)"). In 2014, the patient experienced oesophageal rupture (seriousness criterion hospitalization), adenomyosis ("adenomyosis symptoms / severe adenomyosis") and cervicitis ("chronic cervicitis"). On an unknown date, the patient experienced the second episode of autonomic nervous system imbalance (seriousness criterion medically significant), neuropathy peripheral (seriousness criterion medically significant), lymphadenopathy (seriousness criterion medically significant), salpingitis (seriousness criterion medically significant) with genital injury, ehlers-danlos syndrome (seriousness criterion medically significant), injury ("severe and permanent injuries"), anaemia ("chronic anemia"), bladder disorder ("bladder issues within the first week of implantation"), micturition urgency ("urinary urgency"), urinary retention ("urinary retention"), cystitis interstitial ("interstitial cystitis"), cystitis ulcerative ("ulcerative cystitis"), thyroiditis ("thyroiditis"), allergy to metals ("nickel allergy / hypersensitivity reaction to nickel or any other component of essure"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions") and polycystic ovaries ("worsened polycystic ovarian"). The patient was hospitalized for 18 days. The patient was treated with antibiotics and surgery (total hysterectomy on (B)(6) 2017 with essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, oesophageal rupture, genital haemorrhage, kidney infection, the last episode of autonomic nervous system imbalance, neuropathy peripheral, lymphadenopathy, postural orthostatic tachycardia syndrome, mast cell activation syndrome, salpingitis, ehlers-danlos syndrome, addison's disease, abdominal pain lower, injury, menstruation irregular, anaemia, pelvic discomfort, dyspareunia, bladder disorder, micturition urgency, urinary retention, cystitis interstitial, cystitis ulcerative, cystitis, adenomyosis, weight decreased, cervicitis, abdominal distension, fatigue, rash, urticaria, blood pressure abnormal, nausea, vomiting, diarrhoea, thyroiditis, dyshidrotic eczema, postprandial hypoglycaemia, allergy to metals, abdominal pain, back pain, chest pain, renal pain, bladder spasm, bladder pain, migraine, abdominal pain upper, mental disorder and polycystic ovaries outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, addison's disease, adenomyosis, allergy to metals, anaemia, back pain, bladder disorder, bladder pain, bladder spasm, blood pressure abnormal, cervicitis, chest pain, cystitis, cystitis interstitial, cystitis ulcerative, diarrhoea, dyshidrotic eczema, dyspareunia, ehlers-danlos syndrome, fatigue, genital haemorrhage, injury, kidney infection, lymphadenopathy, mast cell activation syndrome, menstruation irregular, mental disorder, micturition urgency, migraine, nausea, neuropathy peripheral, oesophageal rupture, pelvic discomfort, pelvic pain, polycystic ovaries, postprandial hypoglycaemia, postural orthostatic tachycardia syndrome, rash, renal pain, salpingitis, thyroiditis, urinary retention, urticaria, vomiting, weight decreased, the first episode of autonomic nervous system imbalance and the second episode of autonomic nervous system imbalance to be related to essure. The reporter commented: after removal the anemia, cramping, irregular menstrual cycles, adenomyosis symptoms, weight loss, chronic cervicitis, painful intercourse all started to get better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. (B)(6) 2010 - hsg. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.